Event description:
Medtronic received info that this transcatheter bioprosthetic pulmonary valve, implanted 31 months, had a higher than anticipated gradient. It was reported that an angiogram showed a "hammock-like" effect, with no stent fractures visible. When balloon dilatation was performed with a 22 mm balloon, it revealed two proximal type ii stent fractures with partial loss of stent integrity. It was also reported that the gradient was reduced to 25 mmhg with the implantation of a ld max stent and a second transcatheter pulmonary valve.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product remains implanted: conclusion: the DHR for this device was reviewed and no issues were shown that would have impacted this event. The cause of the clinical observation could not be determined. Without return of the product for analysis, no definitive conclusions can be drawn regarding the performance of the product or the cause of the clinical observation.